Event description:
It was reported that device sterility was compromised. The opticross imaging catheter was selected for use. When the physician unpacked the outer package, air leakage of the package was found and the device was not used. Not all the seals of the inner packaging were intact and the sterility of the device was considered compromised. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
The unit was returned with batch 29223220 printed on it, with original box batch 29223220 and with a sterile bag. Visual inspection revealed no issues with the device appearing to be in good condition. The packing box was open. The pouch and tray were without visible seal damage.

Event description:
It was reported that device sterility was compromised. The opticross imaging catheter was selected for use. When the physician unpacked the outer package, air leakage of the package was found and the device was not used. Not all the seals of the inner packaging were intact and the sterility of the device was considered compromised. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.